Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customers blood glucose (bg) level was impacted (280 mg/dl) the customer reverted to backup pump and a bolus was taken to stabilize bg level. It was indicated that the customer would use backup pump as alternate insulin therapy.